Event description:
Caller reported a cgm error with their device. It was noted that there was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, and after the reset, the device no longer displayed the error. The caller successfully started their sensor session, resolving the issue.